Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI number requires verification and will be provided on the final report or justified if not provided. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Mitraclip 50610u119 referenced is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which has the potential to cause or contribute to adverse patient effects. It was reported that this was a mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4+, and challenging anatomy due to restricted posterior leaflet and very poor visualization. The first clip (50417u245) had difficulty grasping the leaflets due to the anatomy and poor visualization; however, the clip was able to be deployed without issue. The second clip (50610u119) had difficulty grasping the leaflets due to the anatomy and poor visualization; however, the clip was able to be deployed without issue. After clip deployment, a single leaflet device attachment (slda) was noted. In an attempt to treat the slda, it was decided to deploy a third clip. The third clip (50611u129) had difficulty grasping the leaflets due to the anatomy and poor visualization; however, the clip was able to be deployed without issue. After clip deployment, a single leaflet device attachment (slda) was noted. The physician believes the difficulty grasping and sldas were related to the restricted leaflet and poor visualization, not due to a device issue. The decision was made to abort the procedure at that time, with mr at 2-3. The patient remained stable during the procedure and there was no clinically significant delay; however, due to the pathology of the leaflets and the difficulties encountered, no future treatment is currently planned. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records, and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation concluded that the reported difficulty grasping the leaflets and single leaflet device attachment (slda) were related to patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.